Manufacturer narrative:
The insulin pump passed operating current and displacement test. However, compromised force sensor system alarm during prime test at 4pounds and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of high readings and no delivery from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with the pump. The customer's current blood glucose was 399 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer will return the insulin pump for analysis.